Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. In this case, there was no reported device malfunction associated with the clip delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of edema (pulmonary edema), heart failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on information reviewed, reported death is a result of the cardiovascular causes. Although a conclusive cause for the reported patient effects of (pulmonary edema and heart failure) and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remained in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for heart failure and death. It was reported that on (B)(6) 2018, the patient presented with functional mitral regurgitation grade 4+ and mitral leaflet tethering. One mitraclip was implanted without a device issue, reducing the mr to grade 2+. On (B)(6) 2018, a follow-up echocardiogram was performed without any change in mr (grade 2+). On (B)(6) 2019, the patient was hospitalized for worsening heart failure, complicated with pulmonary edema. Medication was provided. On (B)(6) 2019, the patient expired due to cardiovascular causes. Per physician, the event is unknown if related to the device. No additional information was provided regarding this issue.